Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 396 mg/dl (mobile system) and 149 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.